Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast reconstruction revision with a mentor smooth round high profile 500 cc saline prosthesis. Left sided deflation was observed on (B)(6) 2018. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 9/7/2018. In addition to the left deflation reported initially, right sided ptosis causing bottoming out of the implant was also observed post procedure and reported under 1645337-2018-05670. As a result, left sided replacement with a mentor smooth round high profile 500cc saline prosthesis, and right sided replacement with a mentor smooth round high profile 270cc saline prothesis was performed. The left prosthesis was filled to 600ccss and the right prosthesis was filled to 200ccs. The patient was held for observation for 23 hours following the surgery, and fully recovered with no residual effects. The investigation of the returned device was completed by the failure analysis lab on 9/18/2018. Device evaluation summary: the device contained no fluid upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation team observed that the device appeared intact. A leak test was performed, according with mentor procedures, and no leakage sites were revealed. No anomalies were found. Mentor products are 100% visually inspected prior to release additionally, a thorough in-process testing during several stages of the manufacturing process is performed. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).